Event description:
Had a total hip replacement with a depuy pinnacle hip. Within months I started having more pain than before the surgery. Within the year I started losing balance, vision was going blurry, started having issues hearing, broke out in skin rashes, had extreme weakness in operated hip and leg, and was vomiting daily. Lawyer has all test papers so not sure if all dates however, had multiple xray, MRI's, bone scans, and metal testing which finally revealed cobalt and chromium poisoning. FDA safety report ID# (B)(4).